Event description:
It was reported that during a da vinci s surgical procedure, the tip of the endowrist 5mm maryland dissector instrument broke and nothing fell into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the instrument did not have a broken tip, but the snake wrist does appear to have an offset at the hinge feature that attaches to the shaft. The snake wrist and the shaft are not completely coaxial, most likely due to a bent/damaged wrist link. The instrument moves in all directions, the offset does not significantly affect range of motion. Engineering also observed that the tube insulation was damaged roughly 3" above the snake wrist. The insulation has a .500" long section with missing material. A flap has been created due to the insulation tearing. There are other small gouge marks in the insulation in the vicinity of this damage. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.